Manufacturer narrative:
Device passed the displacement and self test. Device was programmed with test mini link and the glucose sensor simulator. Device communicated properly with glucose sensor simulator and display the 100 value properly on display graph. No unexpected lost communication anomalies noted. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose level. Customer's blood glucose value was 47 mg/dl at the time of the incident. The customer was assisted with troubleshooting and declined for low blood glucose. It is unknown if the auto mode feature was active and automatically adjusting insulin during the incident. The device will not be returned device for analysis.